Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: health effect - clinical code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 359.219; lot: 9529549; manufacturing site: haegendorf; release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the complaint device in attachment confirmed the condition of handle breakage, which agrees with the reported complaint condition. The plastic handle has broken transversely near the proximal end of the handle and there are handle pieces missing. There are two portions of the handle still remaining on the internal shaft. Device history record (DHR) review: the complaint device was manufactured in 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Document/specification review: the following design drawings were reviewed during this investigation. Top level assembly, handle component. The inserter for titanium elastic nails is a reusable instrument used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless-steel elastic nails (sten). The inserter is also used in end cap insertion and removal. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This complaint device was manufactured prior to the design/material changes. Material analysis: the design specified the handle component to be manufactured from ppsu blue-301 material. A material confirmation from the time of manufacture could not be reviewed during this investigation because only top level of the device history record reviewed as sub-components are not lot tracked. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This device was manufactured prior to the design/material changes. Investigation conclusion: a definitive root cause for the handle breaking could not be determined based on the provided information. The most likely causes are rough handling or errand hammer blows. This complaint is confirmed. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This device was manufactured prior to the design/material changes. No new product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that further no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent elastic nailing implantation. During implantation, the plastic part of the inserter broke in two (2) pieces. There were no fragments generated from the broken device and no other medical intervention required. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).